Event description:
During remote monitoring, episodes of oversensing resulting in inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Insulation damage was suspected, but could not be confirmed, the be the cause of the oversensing. The ra lead was capped and replaced during an unrelated procedure to resolve the event. The patient was in stable condition.